Manufacturer narrative:
Age at the time of event: 18 years or older. Device is combination product. Device evaluated by manufacturer: it was indicated that the device would not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a vessel dissection occurred. The de novo lesion being treated was located in the left anterior descending artery (lad). The lesion was predilated. The physician implanted a 3.00x38mm promus element stent covering the ostium of the diagonal of the lad. A dissection was noted and treated by implanting a 3x16mm promus element stent. Three promus element stents were used in the left circumflex artery. No further complications were reported and the patient's status is stable.